Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified (cracked touchscreen).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was unable to toggle between the alphabetic and numeric keypads on the touch screen. There was no impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.